Event description:
It was reported that the patient with this subcutaneous implantable cardioverter defibrillator (s-ICD) system received six inappropriate shocks due to t-wave oversensing in which therapy was exhausted. Additionally, it was noted that auto setup failed in both primary and alternate vector due to large r-waves. Technical services (ts) discussed troubleshooting options. The plan is to turn the device off and perform troubleshooting. Troubleshooting was performed and when programmed to secondary the morphology was wide. However, the morphology was much smaller in alternate and primary. Ts discussed concerns with both alternate and primary vectors. At this time, the device remains in service. No additional adverse patient effects were reported.